Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The customer's blood glucose value was unknown. Troubleshooting was done. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. The customer stated that displacement test was passed and delivery stopped due to pump error 130 . The insulin pump will not be returned for analysis.